Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 76% stenosed, 2.5x18.5mm, eccentric, de novo target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the tip of the stent itself was found deformed. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.